Event description:
It was reported that the pt had a fluctuating hearing performance. Sometimes he could hear, and at the next moment he was no longer able to hear anything. Re-implantation was scheduled for (B)(6) 2014. The first activation of the new device is scheduled for (B)(6) 2014.

Manufacturer narrative:
The device has not been explanted. It should be explanted, if it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.